Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Iol product history records were reviewed and the documentation indicated the product met release criteria. Unspecified associated products were indicated. It is unknown if qualified products were used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was cracked. There was patient contact and the procedure was completed that day. Additional information was provided that the procedure was a cataract extraction with iol implant procedure, and, there was no patient contact. Further information was provided that the lens cracked when putting it in the inserter.